Manufacturer narrative:
Conclusion: the device was received for analysis with the nosecone over-captured by the capsule and the capsule over-captured. The I nstructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. There was a slight bend to the capsule and a bend to the stability shaft. It is possible that the bends occurred while preparing the device for return to medtronic or during transportation back to medtronic for analysis, however, neither of these scenarios can be confirmed. Delamination was observed over the nitinol reinforcing frame along the capsule and on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that a pre-implant balloon dilation was not performed. There were no misloads, nor evidence of a misload or identified issue, with either dcs. There was no evidence of a paddle out of pocket, no bent strut, no bend in capsule, no overlap of frame nodes on fluoroscopy or during the loading. There was a procedural delay of 30-45 minutes as result of the attempts to deploy the first two medtronic valves, and approximately an additional 5 minutes of delay to crimp and load the non-medtronic transcatheter valve. As confirmed, there were no patient adverse effects or symptoms as result of the not being able to tolerate the pacing. The patient recovered well following the implant of the non-medtronic transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves; product ID: evolutfx-34 (j390662); product type: 0195-heart valves; product ID: d-evolutfx-34 (0012251805); product type: 0195-heart valves; product ID: evolutfx-34 (j390598); product type: 0195-heart valves; product ID: cook lunderquist; product type: guidewire; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx 34, using right femoral artery (rfa) access, the delivery catheter system (dcs) was inserted over a non-medtronic (lunderquist) guidewire using the in-line sheath. During the first two deployment attempts with pacing at 120 beats per minute (bpm), the valve dislodged upwards to the ascending aorta. Depth was targeted at 3 mm, but when the valve expanded with annular contact, the valve slightly dislodged upwards to 0 mm depth on both sides. Furthermore, in the lao view the dcs was observed towards the outer curvature. The valve was fully recaptured and repositioned. At a slightly deeper implant depth of 5 mm at 80% deployment, the valve appeared severely under-expanded and an infold was noted on both the rao/lao view. The valve was recaptured and withdrawn from the patient. A different valve and dcs were inserted over the non-medtronic wire and pacing was increased to 160 bpm. During the first two deployment attempts, the valve continued to dislodge upwards to the ascending aorta. The valve was fully recaptured and repositioned deeper. During the third deployment attempt, an infold was observed extending up to the paddle housing. The valve was kept in-situ to expand for 2-3 minutes and slight expansion was observed. The valve was fully recaptured and redeployed to 80% in the ascending aorta to fully expand the valve which resolved the infold, then the valve was fully recaptured again. The valve was deployed too deep at 80%, fully recaptured and repositioned. An additional deployment attempt was made at 180 bpm but the valve continued to dislodge upwards to the ascending aorta. The patient was noted to not tolerate long periods of extended pacing, raising concern for cerebral perfusion, and high contrast usage was observed. Subsequently, the valve and dcs were withdrawn from the patient and a non-medtronic (edwards sapien) 29 mm transcatheter valve was implanted successfully with no concerns for the patient.